Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog # 1606200500, 510k# k131321 and UDI# (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent posterior correction fixation at t10-s2ai due to adult deformity. One year post-op, the rod used in the operation broke on one side at l4-l5 level. The product remains implanted inside the patient's body. No patient complications have been reported; hence, there is no plan for any revision surgery yet.